Event description:
A malfunction was reported on the pump. There was no adverse impact to the customer's blood glucose level. The customer was assisted by technical support to reset the pump, which resolved the issue. The customer was able to continue using the pump, successfully resumed insulin delivery, and was advised to call back if any issues reoccurred.